Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced lightheadedness, nausea and discomfort and presented to their local hospital. At that time, the pump was noted to have a palpable vibration and an abnormal sound on auscultation. The patient was treated with intravenous fluids. Despite this treatment, the patient continued to feel unwell over the next few days and was admitted to a second facility with low flow alarms and power consumption below the normal operating range. Laboratory values included a therapeutic international normalized ratio (inr), an elevated lactate dehydrogenase (ldh), elevated creatinine and hypokalemia. A right heart catheterization revealed elevated pulmonary capillary wedge pressures suggested of right heart dysfunction. A computerized tomography (CT) scan revealed reflux of contrast into the hepatic veins suggestive for elevated right heart pressures. The patient¿s suspected inflow cannula obstruction, right heart failure, worsening left heart failure and worsening kidney function were initially treated with anticoagulation, heparin and inotropes. The patient subsequently underwent pump exchange. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the controller log files revealed a sharp decrease in power consumption and estimated flows starting (B)(6) 2018 and six (6) low flow alarms logged since (B)(6) 2018, thus confirming the reported low flow event. The reported "palpable vibration and an abnormal sound" event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction in the outflow graft, and/or poor vad filling. Based on the risk documentation, the reported pump vibration event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump allowing for contact with fixed or rigid anatomical structure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.